Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: when inserting the cannula into the sleeve the tip of the cannula broke. However it was recovered from the patient cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. A new instrument was used to complete the procedure. No patient injury was reported.